Event description:
Complainant alleged that during routine testing by a zoll sales rep, the device inappropriately shut off while charging to 200 joules. The complainant indicated that there was no pt involvement in the reported failure.